Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: 700cc mentor smooth round moderate profile, catalog # 3501697, lot # 5852592. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast reconstruction primary with a 700cc mentor smooth round moderate profile saline breast implant and experienced postoperative right-sided deflation. As a result, the patient underwent removal and replacement with 700cc mentor smooth round moderate profile, catalog # 350-1697, right serial # (B)(4), left serial # (B)(4) on (B)(6) 2019.

Manufacturer narrative:
On 9/25/2019, mentor received clarification regarding the date of implantation of the complaint device, which is (B)(6) 2008. Manufacturer's reference number: (B)(4).